Event description:
It was reported, that this right ventricular (rv) lead exhibited. Jumps in pacing impedance to high and out-of-range measurements. No adverse patient effects were reported. Remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).